Manufacturer narrative:
Partial UDI # (as lot # is unknown): (B)(4).

Event description:
This was a bilateral lead extraction procedure to remove four leads because of a left-sided cied pocket infection. The abscessed pocket was dissected on the left side and the 33 year old inactive leads (sjm 327-162 ra and sjm 327-152 rv) were prepped for laser lead extraction with cook liberator locking stylets and sutures around the outer insulation. The ra lead was targeted first and a 14f laser sheath (sls ii) was used with a standard outer sheath. Dense adhesions were noted in the svc. The physician then turned to the rv lead for extraction using the sls ii with standard outer sheath and dense adhesions were noted once again in the svc. A visisheath dilator sheath was used with the sls ii to extract the rv lead, however, the lead broke leaving the distal portion of the rv lead (approximately 7cm in length) still affixed to the rv. Turning back to the ra lead using the 14f sls and visisheath. The visisheath was able to get through an area where the inner sheath would not advance, therefore, they upsized to a 16f sls laser sheath and were able to extract the lead successfully. The left pectoral pocket was irrigated with vancomycin and closed. Moving to the patient's right side for extraction of the 112 month old pacemaker leads, lld-ezs were used to prep each of the leads (mdt 4076 ra, mdt 4076 rv). A new 14f sls with standard outer sheath was used for the ra lead (in order to avoid introducing infection on the right side). There were very dense adhesions in the right subclavian/innominate region. The ra lead came free after the sheath was advanced slightly into the svc. The lead was removed and a wholey wire was advanced through the laser sheath into the svc to retain access to the venous system. Once the laser catheter was removed, the patient's blood pressure dropped significantly. A tee that had been in place throughout the case did not show any pericardial effusion and there was no clear evidence of blood in the right or left chest cavities. CPR was initiated and a sternotomy was performed. An injury in the svc was found and repaired. The patient survived the intervention, however, was in critical condition following the event.